Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. Device evaluation: visual analysis identified openings on anterior, radius, and posterior. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown, and breast asymmetry. Device has been explanted.